Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in july 2022. Although a definitive root cause of the defect could not be identified, it was determined that the defect was likely caused by breakage of the image sensor unit or video connector. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a dent on distal end, water tightness is lost, bending section has a scratch, adhesive on bending section has a chip, the following have a scratch: control unit, grip, switch button 1, protector of the video cable section, protector of universal cord on the scope connector side, light guide connector, light guide cover glass, video connector case, and video connector. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that on the endoeye flex 3d deflectable videoscope sometimes the image does not appear when connecting the scope to a video processor during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There was approximately a thirty minute delay to confirm scope connection. There was no report of patient harm or user injury associated with this event.